Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not draw any conclusions about the reported event based on the provided information. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4).

Event description:
Patient was revised to address pain, infection and tibial loosening. Loosening occurred at the cement/implant interface. The cement manufacturer is unknown.